Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
When the package of firestar (1.5/10mm) was opened and removed from the protective sheath, physician could remove only the proximal shaft of the balloon. The product was plucked from the protective sheath, but not forcibly removed. There was no resistance or friction felt during the removal. The catheter separated from its distal portion and the distal end fo the shaft remained in the protective sheath. He found the shaft to be twisted and separated at 20cm from the proximal end. It was unk if the protective sheath and the outer box to be damaged. The product was not used so there was no patient injury. Only the firestar will be returned for analysis. The box and the protective sheath were mistakenly discarded.